Event description:
(Pharmacist) reported that 'I am sending you this e-mail to inform you of a patient's re-intervention following repeated dislocations with one of your thps installed 12 years ago.'

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. Method & results: product evaluation and results: the shell was returned with the liner still assembled. Damage is visible consistent with explantation damage. Bone ingrowth is visible on the shell. Clinician review: a review of medical records with a clinical consultant indicated " the surgeon's notes confirm a patient with multiple tha dislocations required closed reduction under anesthesia. Following the third manipulation post reduction imaging demonstrated a displaced transverse fracture of the greater trochanter necessitating further surgery to repair the fracture. The root cause of the tha instability leading to multiple reductions of tha dislocation under anesthesia and subsequent trochanteric fracture cannot be established with the limited information provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 2 other similar events for the lot referenced. Both events relate to dislocation for the same device/patient, therefore no further trending is required for this commonality. Conclusions: it was reported that the patient was revised due to recurrent dislocations. A review of medical records with a clinical consultant indicated " the surgeon's notes confirm a patient with multiple tha dislocations required closed reduction under anesthesia. Following the third manipulation post reduction imaging demonstrated a displaced transverse fracture of the greater trochanter necessitating further surgery to repair the fracture. The root cause of the tha instability leading to multiple reductions of tha dislocation under anesthesia and subsequent trochanteric fracture cannot be established with the limited information provided." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
(Pharmacist) reported that 'I am sending you this e-mail to inform you of a patient's re-intervention following repeated dislocations with one of your thps installed 12 years ago.'